Manufacturer narrative:
Concomitant products: sheath introducer (6f 45cm destination, terumo); guidewire (chevalier floppy, fmd). The product is not available for evaluation and testing. (B)(6). During a peripheral interventional procedure, a 155 cm. Saber 3 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion for pre-dilation but it ruptured at between seven to eight atmospheres (7-8 atm.) During the initial inflation. The product was removed and a non-cordis bc was used to complete the pre-dilation. Two (2 each) non-cordis stents were implanted. A saber 6 x 150 bc was used to post-dilate the stents. The procedure finished successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: moderately calcified and not tortuous. The rate of stenosis was unknown. A contralateral approach was made from the left common femoral artery to the right superficial femoral artery with a non-cordis sheath introducer. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17398906 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with an unknown rate of stenosis may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, during a peripheral interventional procedure, a 155 cm. Saber 3 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion for pre-dilation but it ruptured at between seven to eight atmospheres (7-8 atm.) During the initial inflation. The product was removed and a non-cordis bc was used to complete the pre-dilation. Two (2 each) non-cordis stents were implanted. A saber 6 x 150 bc was used to post-dilate the stents. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: moderately calcified and not tortuous. The rate of stenosis was unknown. A contralateral approach was made from the left common femoral artery to the right superficial femoral artery with a non-cordis sheath introducer. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient.